Event description:
User received low sodium results for three patient samples. Initial result gave 127.3, repeat gave 138.2. The same samples were repeated a third time giving results similar to the repeat results. Initial results were not reported. The field service representative determined there was a problem with the ise tubing and replaced the tubing. Performance tests were performed.

Event description:
User received low sodium results for three patient samples. Initial result gave 123.0, repeat gave 134.6. The same samples were repeated a third time giving results similar to the repeat results. Initial results were not reported. The field service representative determined there was a problem with the ise tubing and replaced the tubing. Performance tests were performed.

Event description:
User received low sodium results for three patient samples. Sample user received low sodium results for three patient samples. Initial result gave 128.6, repeat gave 139.0. The same samples were repeated a third time giving results similar to the repeat results. Initial results were not reported. The field service representative determined there was a problem with the ise tubing and replaced the tubing. Performance tests were performed.